Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the guide wire entrapment occurred. The amplatz super stiff¿ j-tip wire was used for a trans-septal sheath exchange. The tip of the guidewire was advanced through the mitral valve and snagged on the chordae tendinae of the mitral valve. After several attempts to percutaneously free the wire tip, the wire became kinked and the outer coil unwound to its core. The patient was transferred to the operating room for surgical removal of the wire. The patient¿s current status is good.